Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).

Manufacturer narrative:
Concomitant medical products -tibial component catalog#: 00598003701, lot#: 63386630. Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that the dove tail feature was damaged and there were scratches on the inferior surface. Dimensional analysis of the device found no deviations from the print other than the damage to the dovetail which was not able to be measured. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. A possible cause of the damaged dovetail might be misalignment. The surgeon might have misaligned the implant while attempting to insert, however as the complaint states the surgical technique was followed, a definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A possible cause of the compressed dovetail is misalignment. The surgeon might have misaligned the implant while attempting to insert and that the implant was attempted to be used several times, which contradicts the surgical technique. Therefore, the root cause of the event can be attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty the articular surface could not mate with the tibial tray and deformation was noticed on the slots of the articular surface. No adverse events have been reported as a result of the malfunction.